Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed multiple, inaccurate fill estimates ranging of 45 and 160 units after delivering approximately 10 units of insulin. Reportedly, the cartridge was filled with 300 units of insulin. The customer¿s blood glucose level was 180 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.